Event description:
Additional information received from the consumer reported that the patient notified their managing health care provider (hcp) about their pain at the implant site and pulsing. The patient had an appointment with the physician's assistant on (B)(6) 2016 and would have a follow-up appointment on (B)(6) 2016. The circumstances that led to the pain at the implant site and the pulsing sensation were the healing process, the device became ineffective, and their urgency returned as before implantation. The step taken to resolve the pain and pulsing sensation was that the patient changed programs from program 1 to program 4 at 0.5v.

Manufacturer narrative:
(B)(4)

Event description:
The patient reported that the implant site aches and she was feeling a pulsing almost continuously as of (B)(6) 2016. She was not feeling the pulsing before. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the pulsing and aches and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information from the patient reported a new muscle pain in the lower back, the muscles around the spine, around the rib cage, and both hips. The pain started suddenly in (B)(6) 2016 and has gradually been getting worse. They decreased stimulation but the pain did not go away or lessen, verifying the stimulation is set on program 1 at 1.7v. It was indicated that the patient thought the pain was from doing yard work. The patient has an appointment with their healthcare provider (hcp) on (B)(6) 2016. It was also noted that the patient had a return of symptoms from (B)(6) 2015, about a month after implant. There were no falls or trauma related to this event.